Event description:
During a right pneumonectomy procedure, it was necessary to deduct the vena-pulmonalis twice instead of once, because the vessel did not close with the first staple formation. During the main closure, acute bleeding was experienced. The staple formation on the vena and artery pulmonalis did not hold. Immediate rethoracotomy was performed in order to stop the bleeding from the vena and artery pulmonalis.